Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0j0wx, implanted: (B)(6) 2015, product type: lead. Product ID: neu_un known_prog, product type; programmer, physician. (B)(4).

Event description:
It was reported there was a problem with the patient¿s programmer. It was stated that the programmer stopped working the day prior to report. It was noted that the patient was going to try new batteries in their programmer because they needed to verify that their therapy was turned on. It was reported that the patient had a loss of therapeutic effect and they noticed the day prior to report that they couldn¿t make it to the bathroom in time. Reportedly, their therapy had been working up until the day prior to report. The patient stated they had swelling at the implant site. It was later reported that the patient changed the batteries in their programmer and wanted to increase. Basic functionality of the programmer was reviewed with the patient and that action resolved the reported issue.